Event description:
A low inspiratory pressure alarm occurred when the ventilation volume of the device which had been stored in a warehouse was being measured at the repair center. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a low inspiratory pressure alarm was discovered in the device's event log. Since it is possible that a failure occurred in the exhalation valve control system, active exhalation control module was replaced to address the issue.